Event description:
It was reported that the lead was found to be dislodged one day post implant. It was also reported that the right atrial lead was not capturing and instead it was pacing inappropriately. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.